Event description:
The time of event is not during procedure. There was no report of patient harm. Video image failure (cloudy ).

Manufacturer narrative:
The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the objective prism cloudy (not clear view). Based on the result, we concluded that it was caused due to the moisture condensation in the objective prism. In addition, our technician confirmed that the insertion flexible tube coating damage, the light guide cable coating damage, the control body broken, the lcb (light carrying bundle) broken, the image cloudy (not clear view), the insertion flexible tube buckled, the light guide cable buckled, the operation channel (primary) leak, and the staycoil rupture; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0586 (image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.